Manufacturer narrative:
(B)(4). Analysis of the extension found the connector on the distal end of the extension was twisted in molded rubber. All of the connectors were twisted in molded rubber.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the screw used to connect the lead and the extension for test stimulation was distorted. Some possible damage was observed. The hcp wanted to know if it was possible the lead was damaged when it was tightened during the installation of the extension. The procedure proceeded without any changes and there were no particular problems. The patient had recovered.